Event description:
A consumer reported poor near and intermediate vision following intraocular lens (iol) implant surgery. He stated images appear two thirds the size of images in his fellow eye which does not have an iol implanted. He reported it is like looking through ¿binoculars in reverse¿. He stated his surgeon told him this issue is due to his preexisting glaucoma which had gone untreated. At the consumer¿s request, the surgeon was not contacted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. At the consumer¿s request, the surgeon was not contacted. (B)(4).